Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos while driving at night and vision was worse, needed stronger bifocal glasses. The astigmatism was worsened and no longer read his phone without glasses. Two yag surgeries were performed to help improve his vision. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information has been requested.